Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-08-04. The patient reported that he had difficulty for the first 3-4 days properly placing charge on the battery. The patient reported that he found the correct spot to place the charger. The patient reported that the poor coupling with recharging, long charge time and implant not charging past half had been resolved. No further complications were reported.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that there was poor coupling with recharging. The patient reported that it was taking too long to charge. The patient reported that he had been trying to charge the battery in his ¿buttocks¿ and couldn¿t get it to charge past half. The patient reported that he had been trying to charge since (B)(6) 2017 including 3 hours on the day prior to the report and 2 hours on the day of the report. The patient reported that he thought that he messed something up because he was so ¿doped up¿ after the surgery that he couldn¿t remember anything from the pamphlet he read. The patient reported that he had been seeing the error message that the implant battery was totally depleted. The patient reported that he¿s tried moving the antenna head around, but it was very sensitive and he¿ll go from 8 bars to 0 seemingly without moving. The patient was assisted in using the antenna locate function and reported readings of 76 to 78 which resulted in all 8 coupling bars, however the bars fell to 6 and then lower yet shortly thereafter. The patient re ported that the coupling level was very sensitive to any movement. The patient was ordered adhesive discs to assist in stabilizing the antenna head. No further complications were reported.